Event description:
It was reported that undefined alarms occurred. Customer's blood glucose level was 223 mg/dl. No further information regarding the alarms was provided. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.